Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had received hardware low level failure. Customer's blood glucose was unknown at the time of incident. Customer stated that the they were able to clear the alarm and were able to rewind the insulin pump. Customer stated that the performed the self test again and insulin pump error appeared again. Customer troubleshot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin 6 trace on u1 keypad assembly. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No frozen display noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.